Manufacturer narrative:
Product code: dre. PMA/510(k): k141148. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available or upon completion of investigation.

Event description:
It was reported to cook that a lead extraction procedure was performed at (B)(6)hospital on (B)(6) 2022. The patient had 23 year old leads in place. During the procedure, a pericardial effusion/tamponade occurred so a pericardiocentesis set was used to drain the pericardial effusion. Procedure was completed and it was reported that the patient recovered.

Manufacturer narrative:
D2b: product code: dre. G4: PMA/510(k): k141148. The device was not returned on this complaint, therefore a physical investigation could not be performed and the customer's testimony/literature is the confirmation of the complaint. The complaint entered within trackwise: "during the lead extraction this morning the patient suffered a pericardial effusion/tamponade." The device history record (DHR) was reviewed, including manufacturing and quality control records and there are no signs to indicate that the device was not manufactured to current specifications. This complaint mode is being monitored, tracked and trended per the cvi post market surveillance and complaint handling processes. A risk assessment will be performed and documented in the complaint summary tab in trackwise. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.